Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited "no disposable, clamp tubing" and " no disposable, pump won't run" alarms. Troubleshooting was unable to resolve the issue. No adverse patient effects were reported.